Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient has fallen in the forest. It is alleged that the femoral modular neck is broken. There is no further information available.